Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use and upon cuff check, air was injected and the cuff did not inflate although air got into the device. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed and was applied to the cuff using a syringe and it was observed the cuff deflated immediately. The operator inspects all products for no leaks and segregates the defective parts. All manufacturing controls were found acceptable and effective to detect the reported failure mode. A visual inspection was performed and it was observed the cuff presents a small tear, the failure mode tear in cuff. The device history record (DHR) was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.